Manufacturer narrative:
Analysis found that the customer's issue regarding not responding could not be duplicated. The unit came in with broken cable clips. The broken cable clips and worn wave washer were replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not responding and not working properly prior to the procedure. There was no patient involvement.